Manufacturer narrative:
The probability that this issue will result in sample misidentification and lead to erroneous results released out of the laboratory and reported to the physician is remote. The issue is not expected to occur due to customary laboratory workflows and good laboratory practices; however, it is acknowledged that the issue could occur under very rare circumstances as there are no fail safes in place to prevent occurrence. No complaints have been reported from customers since the instruments' initial release (01/2009) to date of this report. Additionally, the issue may only occur on stand-alone dxh 800 and dxh 600 instruments. This is not applicable to any workcell (multiple connected dxh 800 and/or dxh slidemaker stainer systems). (B)(4).

Event description:
Internal validation testing discovered a potential for sample mis-identification on a stand-alone unicel dxh 800 coulter cellular analysis system or unicel dxh 600 coulter cellular analysis system when an unlikely sequence of events occurs. This report is being filed for the dxh 800 instrument; refer to MDR 1061932-2016-006xx for the report referencing the dxh 600 instrument.